Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
During hammer toe correction surgery, the packaged sterile ipp-on implant had a k-wire running through it. The wire was removed and the implant was implanted, successfully without injury to the pt. There was a reported 10 to 15 minute delay in surgery due to this.